Event description:
Patient was revised to address poly wear, and the liner was loose within the cup as a result.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned liner finds nothing outward to suggest product error. Material wear is confirmed but does not appear at all unreasonable for the length of time implanted. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.